Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 1 was double clicking. The field service engineer (fse) attempted to correct a connection issue, but the issue persisted, leading to replacement of the latch assembly. The fse observed that multiple doors were also double-clicking during retesting and proceeded to tighten all electrical connections across the entire tower. The fse then tested the unit and confirmed proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 1 continued to fail repeatedly even after recovery attempts. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.